Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. The customer¿s blood glucose was 322 mg/dl at the time of the incident. The air bubbles are found during the fill process and during therapy, approximate size of the air bubbles are champagne size and become larger during therapy. No troubleshooting was performed. The reservoir will not be returned for analysis.